Manufacturer narrative:
Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported his entire scs system was explanted due to an infection at the lead site. The patient stated the lead incision had been leaking approximately 2 months prior. Upon examination at the hospital on (B)(6) 2015, he was diagnosed with an infection and the entire system was explanted.